Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the monitor response buttons were non-functional. The cause for the failure was isolated to corrosion on the j1005 response button connector. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the response buttons weren't working.